Event description:
The endoscope was being taken to be cleaned and washed and an area of burn was noticed on the lens. The scope was removed from service and reported to the olympus corporation representative. This is the thrid scope that has had the same issue. The light source and the processor were also removed from service. Processor model # exeraiiclv180. Light source model # exeraiiclv180. No harm happened to the patient. No abnormalities with the lens were noted before or during the procedure.